Event description:
It was reported that the pump was consistently over-delivering by more than 10.5%.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the downstream occlusion sensor seal and lens on the device were damaged. No evidence of error was found in the device ehl (event history log). The customer's problem was not duplicated following functional and accuracy testing. The device worked as intended. However, since the device was flagged for over delivering the last time it was serviced, a recommendation was made to replace the exclusory assembly to meet the customer's concern as a precautionary measure. Root cause for reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d2: common device name: pump, infusion, pca. Corrections: d1: brand name: cadd solis hpca pump. Corrections: d4: model number 2110.